Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having large differences between sensor glucose levels and blood glucose levels. Customer reported that the insulin pump went into threshold suspend with a blood glucose level of 260 mg/dl and sensor glucose levels ranging from 50 mg/dl to 235 mg/dl. The customer will not return the device for analysis.